Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign patient receiving baclofen (300 mcg/day) via implanted infusion pump. It was reported that after the last pump replacement in (B)(6) 2024, the patient had underdose symptoms every 7 days, beginning friday at noon until saturday morning. Additionally, the daily dose was increased by 50%, but therapy effect was still worse than with the old pump. Now the patient would be admitted to a hospital for further evaluation, but they need an "error report" on the pump. The hospital was not involved with implant or refills.